Manufacturer narrative:
Summarize: the customers reported channel error was observed in the pump module error logs but was not replicated during testing. The customers reported system error (800.8000) was observed in the pcu device error log. No information on what led to the error was available. The log indicated error code 222.4040 occurred on (B)(6) 2021 at 7:20 pm while infusing at the rate of 100ml/h the infusion had been running for 10 minutes prior to the error. Log review confirmed error code 222.4040 recorded two times and error code 242.4010 occurring once prior to the reported error occurring on (B)(6) 2021. Functional testing was unable to replicate the returned error message after extensive infusion run time. Alaris system maintenance testing observed the pump module passing the preventative maintenance tasks. Internal inspection observed fluid ingress on the camshaft assembly near the motor encoder and on the bezel assembly. The devices were used during treatment. Root cause: the root cause of the reported error code 242.4040 could not be identified during the investigation. However, fluid ingress is the likely probable cause. Sample inspection: the source pump module was received with instrument seal broken. The membrane was observed with discoloration. Internal inspection observed fluid ingress on the camshaft assembly near the motor encoder and on the mechanism assembly. The bezel assembly was observed to be the original factory installed (B)(6) 2010. The pcu device was observed with instrument seal missing. The left (female) iui was observed with dry fluid residue. Log analysis results: pump module s/n (B)(6) recorded error codes 222.4040 and 222.4040.5 (log only) on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. Error code 242.4010 was recorded on (B)(6) 2021. On (B)(6) 2021 at 7:09 pm pump module s/n was selected and programmed ceftriaxone (drug ID 91) with the following parameters: drug amount 2gram, diluent volume 100ml, concentration 0.02gram/ml, infusion rate 100ml/h and a vtbi 100ml. Pvi at the time 0ml. At 7:09 pm the pump module was paused. Pvi at the time 0ml. At 7:10 pm the pump module was restarted. Pvi at the time 0ml. At 7:20 pm the pump module alarmed channel error 222.4040. Pvi at the time 15.9ml. At 7:21 pm the pump module was channeled off. Test results: laboratory testing performed on the source pump module found no irregularities. Asm v10.33 testing was performed on the source pump module found the device operating in specifications. Device history review: a review of the device history record showed the device had a manufacture date of 04/19/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a channel error seen on an lvp 8100 while infusing ceftriaxone 2gm in 100ml. Alarmed and channel error seen on channel a.. It is unknown if it was infusing at the time of the error. Lvp attached on the other side of pcu unknown if infusing at the time. "Nurse changed infusion over to another pump. No change to care of patient or delay to treatment as a result of this. Riskman completed however no patient harm - near miss. Error logs pulled from pcu and lvp by biomedical engineer. Pcu error code seen a week prior as 800.8000 and lvp error 222.40.40 seen approx. 3 times in the few days leading up to and at the time of the event reported at 1922."

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was a channel error seen on an lvp 8100 while infusing ceftriaxone 2gm in 100ml. Alarmed and channel error seen on channel a.. It is unknown if it was infusing at the time of the error. Lvp attached on the other side of pcu unknown if infusing at the time. "Nurse changed infusion over to another pump. No change to care of patient or delay to treatment as a result of this. Riskman completed however no patient harm - near miss. Error logs pulled from pcu and lvp by biomedical engineer. Pcu error code seen a week prior as 800.8000 and lvp error 222.40.40 seen approx. 3 times in the few days leading up to and at the time of the event reported at 1922."